Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment was able to confirm aneurysm sac growth, a type 3a endoleak with complete component separation and additionally a previously repaired type 2 endoleak in 2015. The clinical assessment also identified during the emergent visit the patient presented with back pain, aneurysm enlargement had ischemia in the femoral artery requiring a thromboendarterectomy. The most likely cause of the implant separation and loss of seal was related to changing aneurysm morphology with increased ap aortic angulation. Sac growth and increased posterior sac thrombus likely contributed to the change in graft position with decreased component overlap and subsequent separation. Additionally, the harms aneurysm enlargement and rupture might have been exacerbated by the non-recognition/treatment of the type iiia endoleak at 76 months. Patent lumbar arteries, a cautionary product use condition likely contributed to the event. No off label conditions were determined. The devices remain implanted in the patient and were not available for further evaluation. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information in 2015 on a follow up CT the patient was reported to have a type 2 endoleak that was treated by coiling the lumbar arteries in 2015.

Event description:
An intuitrak bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. The patient was admitted to with symptoms of a ruptured aneurysm at approximately 7 years post-op. Review of the CT noted a type 3a endoleak. A re-intervention was performed to place two vela proximal cuffs, which successfully resolved the endoleak. At the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.